Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter tilted and struts perforated the mesentery. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Post deployment, computed tomography angiogram of the abdomen and pelvis was performed, and result showed that an inferior vena cava filter was present, the struts of the inferior vena cava filter were located extraluminally. Around, two years and eight months later, computed tomography of the abdomen without contrast was performed due to abdominal pain and result showed that an inferior vena cava filter was present. It was at the level of l2 and l3. No abnormal tilt of the inferior vena cava filter. One of the inferior vena cava struts extended far beyond the wall of the inferior vena cava to the right of the inferior vena cava. All the other struts extended slightly beyond the wall of the inferior vena cava. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). However, the investigation inconclusive for filter tilt. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter tilted and struts perforated the mesentery. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.